Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory,visual inspection revealed the ID label of the lead was cut through the molded insulation. Analysis indicated this was most likely due to a sharp bend of the terminal connector as it exists from the pg header.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an insulation breach. A revision procedure was performed and the lead was explanted and returned for analysis. No adverse patient effects were reported.